Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
The date of event is unknown. Customer reported that nurse observed tubing sliding out of hard plastic collar and disconnected from luer hub at patient site. No patient harm reported. No additional information was provided.